Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No device history record investigation can be done at this time due to lack of manufacturer¿s lot code supplied with the complaint. Trend analysis did not reveal any trends for the product. We cannot determine this complaint¿s association with any lots of known identity due to lack of manufacturer¿s lot code. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
Ovarian cancer: case narrative: on 03-aug-2024, a spontaneous report was received from a consumer regarding a 70-year-old female who was being treated with carefree acti-fresh liners (pad, menstrual). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use with carefree acti-fresh liners. On an unreported date in 2022, after using the product, the patient was diagnosed with ovarian cancer. The patient discovered that carefree pantiliners have what was called "forever chemicals" and these chemicals were carcinogenic. As of 03-aug-2024, the status of product use and the outcome of ovarian cancer were not reported. No additional information was provided.